Event description:
Stryker disposable suction / irrigation was used for intraop cholecystectomy (laparoscopic) with 5mm versastep port and would get stuck when trying to remove suction tip from port. Diagnosis for use: cholelithiasis. Ref: (B)(4).